Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 201/call pd nurse alarm, which occurred on the homechoice (hc) after use. The patient stated he received the alarm when the hc was turned on that evening. The therapy log review showed an initial drain volume of 2ml, a recorded initial drain volume of 1ml, a last fill volume of 4ml, a total fill volume of 8808ml, a total drain volume of 11031ml, an average dwell time of 1:36, an average drain time of 0:23, a total ultrafiltration (uf) of 2223ml, five bypasses, 1 manual drain, no changes in therapy, a cycle 4 uf of 2785ml, a cycle 3 uf of -297ml, a cycle 2 uf of -286ml, and a cycle 1 uf of 21ml. The programmed therapy was a total volume of 10000ml, a total time of 9:00, a fill volume of 2200ml, a last fill volume of 1200ml, a dextrose setting same, weight units in kilograms, and a patient weight of (B)(6) kilograms. This complaint met the increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 201/call pd nurse alarm. The rn stated they were aware of the alarm. The rn stated they were unable to determine what might have caused the alarm and that the patient did not perform any bypasses. The rn stated it might have just been a bad drain. The rn stated there was no patient injury or medical intervention associated with this event. The patient has not reported any other drain volumes or symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.